Event description:
It was reported the patient experiences discomfort at the ipg site. The patient indicated she desires to have the ipg placed deeper in the pocket. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.